Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) states in (B)(6) 2021 the healthcare provider (hcp) changed battery out and took out all the left in leads as he was having so much pain so that took that pain away where he would just fall on the floor. Pt states the stimulator is now controlling this pain. Pt states a year or so ago moved implant over and started hurting again and pain wouldn't go away but wires were left in and in (B)(6) 2021 they removed everything leads and implant. Pt states the pain is where the original battery was however the implant takes away spinal pain. Pt states the implant went dead or something soon after had pain in the back and did something else and a year or so ago moved implant over and started hurting again so took xrays and they had left wires in so (B)(6) 2021 they removed everything.